Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill estimate was inaccurate. As contact did not have pump present at the time of the report, a pump system check could not be performed by tandem technical support. Customer's blood glucose was 300 mg/dl. Upon follow up, contact reported the issue had been resolved.